Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose readings on cgm after making meal announcements on the ilet, including when announcing smaller-than-usual meals, and the user treated with oral glucose; the user later discussed a possible factory reset with support and planned to consult clinical staff. Symptoms included hypoglycemia. Outcomes included self-treatment at home without medical intervention. Investigation included complaint intake review and user education on device troubleshooting with referral to a healthcare professional for further guidance. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded that a device malfunction could not be confirmed and that user consultation with clinical staff would be appropriate for further evaluation.